Event description:
It was reported that, "patient alleges that 7 months post op she began to have pain in her groin and hip area. Patient continued exercising and walking saying it would help with the pain. At 1 year check-up, surgeon advised that patient could have bursitis at incision site. Pain was relieved for a short period of time after doctor applied injections. Patient further alleges that she is undergoing revision surgery, because of recalled hip, and is looking for compensation from stryker orthopaedics."

Manufacturer narrative:
Investigation in progress. No additional information available at this time.